Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("possible pregnant, suspicion of pregnancy") and tooth disorder ("dental problems") in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" in 2015. The patient's concurrent conditions included acute cystitis, nausea, throat swelling, breast engorgement, multiparous and pelvic pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia), abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced migraine ("migraines"), vaginal discharge ("whitish vaginal discharge") and headache ("headaches"). In 2011, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("severe fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain / loss (specify which one) substantial weight gain"). In 2013, the patient experienced abdominal pain upper ("upper abdominal pain and cramping, pain severe pain in my stomach, lower back and ankles") and arthralgia ("severe pain in ankles"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection, infection (bladder/ urinary tract/vaginal): developed vaginal infection in 2014 that I suffer from to this day"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence and discolored urine"), chromaturia ("bladder or urinary problems or changes: incontinence and discolored urine") and alopecia ("severe hair loss"). In (B)(6) 2016, the patient experienced skin discolouration ("rashes or skin conditions type: skin condition resulting in skin-discolored spots on my thighs, arms, chest and stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("lower back pain"), rash ("rash"), pruritus ("itching"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and dyspareunia ("pain during sex"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with analgesics, surgery (planned surgery to remove essure - anticipated or scheduled date: 2018) and surgery (three tooth extractions). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, tooth disorder, back pain, abdominal pain upper, arthralgia, migraine, rash, pruritus, hypoaesthesia, paraesthesia, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge, dyspareunia, fatigue, vaginal haemorrhage, female sexual dysfunction, skin discolouration, urinary incontinence, chromaturia, headache, weight increased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, chromaturia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin discolouration, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that anticipated or scheduled date for essure removal (due to unwanted side effects was 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, back pain, headache. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet (pfs) ¿ event added: pain, onset date of events dental problems (2011) and cramping (2014); non-drug treatment (three tooth extractions due to dental problems); and intervention required (planned essure removal in 2018). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("possible pregnant, suspicion of pregnancy") and tooth extraction ("dental problems/tooth extractions") in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" in 2015. The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 1997, (B)(6) 2000, (B)(6) 2006, (B)(6) 2008). Concurrent conditions included acute cystitis, nausea, throat swelling, breast engorgement, multiparous, pelvic pain, pain in extremity since (B)(6) 2011, dizziness since (B)(6) 2011, appendicitis since (B)(6) 2012, vaginitis and eye pain since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia), abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced migraine ("migraines"), vaginal discharge ("whitish vaginal discharge") and headache ("headaches"). In 2011, the patient underwent tooth extraction (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("severe fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain / loss (specify which one) substantial weight gain"). In 2013, the patient experienced abdominal pain upper ("upper abdominal pain and cramping, pain severe pain in my stomach, lower back and ankles") and arthralgia ("severe pain in ankles"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection, infection (bladder/ urinary tract/vaginal): developed vaginal infection in 2014 that I suffer from to this day"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence and discolored urine"), chromaturia ("bladder or urinary problems or changes: incontinence and discolored urine") and alopecia ("severe hair loss"). In (B)(6) 2016, the patient experienced skin discolouration ("rashes or skin conditions type: skin condition resulting in skin-discolored spots on my thighs, arms, chest and stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("lower back pain"), rash ("rash"), pruritus ("itching"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and dyspareunia ("pain during sex"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics, surgery (planned surgery to remove essure - anticipated or scheduled date: 2018) and surgery (three tooth extractions). At the time of the report, the pelvic pain, pregnancy with contraceptive device, tooth extraction, back pain, abdominal pain upper, arthralgia, migraine, rash, pruritus, hypoaesthesia, paraesthesia, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge, dyspareunia, fatigue, vaginal haemorrhage, female sexual dysfunction, skin discolouration, urinary incontinence, chromaturia, headache, weight increased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, chromaturia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin discolouration, tooth extraction, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that anticipated or scheduled date for essure removal (due to unwanted side effects was 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, back pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. On 26-jul-2018: mr received. Reporter information added. Concomitant condition were added. No new significant information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.